Event description:
Info received indicates the mattress ticking is torn, the fire barrier is worn and the topper foam is soiled.

Manufacturer narrative:
The technician rebuilt the mattress to repair the bed.